Manufacturer narrative:
.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that after the patient's first implantable neurostimulator (ins) replacement surgery, his right hand was shaking; the shaking has since been resolved. The resolution of the shaking was initially reported to have occurred on the day prior to the call, then it was stated to have been last month, and then later in the report, the resolution was stated to have occurred two months ago. The patient also stated that he has dementia and cannot remember the present, but he can remember the past.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.